Event description:
A report was received that the patient developed an infection at the ipg site and was prescribed with antibiotics. The physician believed the infection was procedure related and not device related. No further information was provided to bsn with regard to the symptoms of infection. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.